Manufacturer narrative:
The insulin pump passed the displacement, prime/a33, and excessive no delivery test. There was no excessive no delivery alarm and it was noted. The insulin pump was received with a cracked reservoir tube lip, a case that was cracked at the display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window.

Event description:
It was reported that the customer received no delivery alarm on his o her insulin pump. The customer's blood glucose was unk at the time of reporting. The insulin pump is being replaced. No additional info was reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.